Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink device leaked. During patient use, the connection was loose and a leak was observed from the connection of injection site (the exact location was unknown). The leak was an unspecified amount of noradrenaline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A sample was received for evaluation. A visual inspection was performed and found the male luer of injection site was broken and the broken piece remain bonded with female luer lock. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.